Event description:
It was reported that during a da vinci s total abdominal hysterectomy procedure while dissecting the obturator nerve, the surgeon noticed a spark from the proximal portion of the monopolar curved scissors (mcs) instrument. A thermal burn was discovered on the pt's external iliac artery. The surgeon immediately removed the mcs instrument and a stent was placed in the pt's iliac artery. The planned surgical procedure was completed. No add'l pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for eval, however, pictures were provided by the customer. Based on the pictures provided engineering found two holes burned through the silicone, indicative of arcing. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength. High generator settings may have also contributed to arcing. The root cause of the customer reported failure mode cannot be confirmed based on the photographs. If the tip cover or mcs instrument is returned for eval, a follow-up MDR will be submitted.